Event description:
Revision surgery- the implants were replaced due to alleged MFR defects. The pt requested the product be removed and replaced.

Manufacturer narrative:
On (B)(6) 2012 an agent reported that a right hip revision surgery was performed. According to the agent the implants were replaced because of alleged manufacturer defects. The patient requested the product be removed and replaced. A left hip revision was performed and is referenced in (B)(4). The date of the original right hip surgery is (B)(6) 2003. The components had been in-vivo approximately nine years and eight months at the time of revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The explants were replaced with a 40mm ceramic head, biolox option sleeve, and 40mm neutral liner. The delivery ticket indicates the original femoral stem was left in-vivo. Medical records related to the original surgery were provided with this complaint. A pre-op document dated (B)(6) 2003 shows the patient had limited range of motion and x-rays showed osteoarthritis of bilateral hips. The pathology report confirmed the diagnosis of osteoarthritis in both femoral heads. The patient was prescribed physical therapy on (B)(6) 2003 to include: ice, range of motion, gait training, and therapeutic exercises three times a week for six weeks. A letter dated (B)(6) 2003 indicated the patient underwent bilateral hip replacement on (B)(6) 2003 and received treatment for heterotopic ossification post-operatively and was transferred to a rehabilitation institute on (B)(6) 2003. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there have been (B)(4) prior complaints to date against the 28mm femoral head: (B)(4) due to instability/dislocation, three for conversion from a hemi to a total hip replacement, and an alleged mismatch between the head implant and trial, two due to trauma, one due to a competitor product failure, one for a cup breaking through the pelvis, one for an improper agent return, one due to general pain, one for a bursa tumor, one due to a broken femoral neck, one due to wear, one for an infection, one heterotopic ossification, and one for an alleged manufacturer defect. This is the second complaint for this lot number; the first involved a competitor's broken femoral neck which required a new femoral head to be revised. There have been eight complaints against the metal-on-metal liner; this is the first complaint for this lot number. The root cause for revision surgery is a patient request for the implants to be removed and an alleged manufacturing defect. No additional information about the alleged manufacturing defect was provided. Because no components were returned to djo surgical for inspection a definitive root cause cannot be determined. The device history record review shows there is no evidence a manufacturing problem contributed to the need for revision. All components met critical dimensions and specifications when released from djo surgical. Patient information such as activity level, history of trauma, and general health condition which could have contributed to revision was not provided. The implants had been in-vivo over nine years and were implanted in a relatively young patient (approximately (B)(6) years old at time of original surgery). There is no evidence that a product design and/or manufacturing problem contributed to the need for a revision surgery.